Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received a shock during an atrial arrhythmia. The shock converted atrial fibrillation to what appeared to be a sinus or atrial tachycardia and a ventricular rate followed suit. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.